Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate; this has been an ongoing issue. There was no adverse impact to blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.